Event description:
During a typical atrial fibrillation procedure in the left atrium, a steam pop occurred during ablation resulting in a pericardial effusion. The patient became hypotensive and an echocardiogram revealed a perforation between the atrial appendage and the left superior pulmonary vein. A pericardiocentesis was performed to stabilized the patient. The patient was stabilized and transferred to the operating room, where they were treated further. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Information from the field indicates that ablations were performed with an rf power of 50w. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and that ¿too high rf power during ablation may lead to perforation caused by steam pop." However, due to unknown procedural conditions we are unable to conclusively determine the cause of the steam pop and effusion. Per the IFU, cardiac perforation is a known risk during the use of this device. Review of the device history record was not possible as the lot number is unknown.

Manufacturer narrative:
Corrected information: health effect code.